Event description:
It was reported that a vns pt was seen by an ent physician who examined the pt and recognized the pt had left vocal cord paralysis. At the moment it is unk when the paralysis occurred and speculation made by the pt relates to initial implant of vns, but no confirmation has been indicated by the medical professional. At the moment no interventions have been planned to treat the paralysis. Good faith attempts to obtain additional information from the treating ent physician have been unsuccessful to date.